Manufacturer narrative:
The impacted product was revealed during the product investigation on (B)(6) 2018. The impacted product was a 350cc mentor cpx 4 breast tissue expander. Section d has been updated with available information. The device history record (DHR) for the lot number 7333672 was reviewed on (B)(6) 2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned device completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 48-year-old female underwent breast reconstruction with a 350cc mentor cpx 4 breast tissue expander. Leaking of the expander was observed post procedure. Upon receipt by mentor the device returned with clear fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast reconstruction with an unknown mentor tissue expander. Leaking of the expander was observed post procedure. As a result, the device was explanted. At the time of this report no additional information is available. If additional information becomes available in the future a supplemental report will be submitted.